Event description:
It was reported that there was no signal in the temporary pacing electrode catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Review of the sample indicates that the alleged concern does not exist. Both electrodes tested within specification, there was no damage to the catheter, and the balloon inflated and held pressure. Thus, the complaint is unconfirmed. No root cause could be found because the reported event was unconfirmed. Potential causes of failure: operator error, incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction, operator error, handling, crimp machine out of adjustment or malfunctioning, splice machine out of adjustment or malfunctioning, splice band material defective, no continuity, splice bands/circuit wires touching within mold, circuit wires touching within shaft, broken wires caused by: incorrect molder settings, improper placement of bifurcation into mold, handling, improper splice / improper contact between circuit wire and electrodes and broken wires, non-stripped wires, loose crimp. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "precautions: - excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no signal in the temporary pacing electrode catheter. Per additional information via email from ibc on 07mar2024, the cable port was easy to fall off, and there was intermittent no signal after reconnecting. It had not entered the human body.